Event description:
It was reported that this.

Event description:
It was reported that right ventricular (rv) lead exhibited oversensing and pacing inhibition with no asystole present. The lead delivered one inappropriate anti-tachycardia pacing (atp). The rv remains in service. No adverse patient effects were reported.